Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, brown particles and weight to the spec. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "enlarged lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with the product, ¿mental pain,¿ ¿enlarged lymph nodes¿ and ¿chronic and severe inflammation, auto inflammatory response."

Event description:
Healthcare professional reported left side implant exchange due to patient concern with the product. Patient representative reported patient experienced ¿mental pain,¿ ¿enlarged lymph nodes¿ and ¿chronic and severe inflammation, auto inflammatory response.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿urticarial rashes on legs, back and abdomen,¿ ¿severe joint and body aches,¿ ¿fevers,¿ ¿acute liver and kidney injury,¿ ¿chills, night sweats, sore throats,¿ ¿suffering¿ and ¿disfigurement;¿ these events are not related to the device. Device was explanted. This record is for the left side.